Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). They were unable to perform the delivery test due to the prime anomaly. The pump had cracked display window corners, broken battery tube threads, cracked reservoir tube and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that the pump was unable to prime. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated receiving no reservoir alarms and he gone through five different infusion sets and reservoirs. The customer was advised that the sensing mechanism was not working and insulin was just being pushed out of the pump. The customer stated that he had insulin pens as backup. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.